Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunctions could not be specified. However, it is likely due to a component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation, the device exhibited poor color image quality, attributed to a faulty charge-coupled device (ccd) unit. Additionally, the cable showed signs of damage, including kinks and small cuts. No patient was involved.